Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic due to feeling of lightheaded and dizzy, intermittent loss of capture was noted on the right ventricular (rv) lead. The threshold was found to be increased and pacing impedance was found to be low. That caused the patient to go in asynchronous pacing and lot of noise was noted on the rv lead on electrocardiogram (ECG). The lead was capped and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
Correction: h6